Manufacturer narrative:
The reported event of stylet or guidewire could not be inserted was confirmed. As received, a complete lead was returned in one piece with the guidewire, but the stylet was not received. Visual inspection of the lead found offset inner coil and a broken stylet tip stuck inside the inner coil consistent with procedural damage. The s-curve height was measured to be within specification. The cause of the reported event was isolated to the damaged inner coil and a broken stylet tip found inside the inner coil consistent with procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2019 during the procedure, once the lv lead was placed, cps slit, sutured down, the lead had dislodged. The physician noted that when the stylet was removed from the lead after slitting, there was binding and more resistance than normal, and the stylet came out. Several different stylets as well wires were attempted, and none would load into the lv lead lumen. The physician then removed and replaced the lead. The patient condition is stable.